Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was not reproduced. There was a gap in the adhesive of the bending section rubber. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 occurred. Error code b30 means that the video system center cannot communicate with the endoscope. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information below, the reported event may have been caused by a temporary contact failure of the video connector. In the past similar case that occurred at another facility, it was reported that the cause was a disconnection of the imaging cable. However, according to the device inspection result by olympus (B)(4), the scope communication error b30 could not be reproduced, and no image abnormality was reported. Therefore, omsc determined that it is unlikely that the imaging cable was broken. The scope communication error b30 is an error that detects an abnormality in the power supply system. Since error b30 could not be reproduced by the device inspection by (B)(4), it is possible that contact failure occurred due to temporary dust or foreign material adhering to the electrical contacts of the video connector or video system center. The instruction manual provides a warning for reported distal end damage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.